Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device became not to be activated with the hand switch. Error 5 was also displayed. The blade was broken off when it was wiped. No pieces were left inside the patient. The doctor commented that the device had been activated in clamping a clip. Another device was used to complete the procedure. There were no adverse consequences for the patient. .